Event description:
A report was received that the patient¿s ipg was not connecting with the remote control. The patient underwent a revision procedure wherein the physician replaced the ipg and lead. The physician was suspecting malfunction with the explanted devices.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. The device had been in hibernation. Therefore, it was unable to communicate with a remote control. The device was able to communicate with a remote control after being charged. The patient's data indicated that there was no charge attempt since (B)(6) 2014. The ipg passed all the required tests and revealed no anomalies. Sc-8216-70 (sn (B)(4)) device evaluation indicated that the tails of the paddle lead were cut and left in the ipg header. One of the electrodes was dislodged. The cut damage was a result of a typical explant procedure and it is not considered a failure.

Manufacturer narrative:
Additional information was received that the lead was not providing sufficient coverage. No device malfunction was suspected with the lead but only with the ipg.

Event description:
A report was received that the patient¿s ipg was not connecting with the remote control. The patient underwent a revision procedure wherein the physician replaced the ipg and lead. The physician was suspecting malfunction with the explanted devices.

Event description:
A report was received that the patient¿s ipg was not connecting with the remote control. The patient underwent a revision procedure wherein the physician replaced the ipg and lead. The physician was suspecting malfunction with the explanted devices.